Event description:
It was reported that the temperature sensing foley became clogged with sediment; preventing urine from flowing from the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Correction: d1, d2, d4, g5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive due to the poor sample. A latex temperature sensing catheter was returned attached to a meter bag. A statlock was also returned the catheter tip was attached to the in house leg bag outlet tube. Water was seen flowing into the meter bag tubing. The water appeared discolored but is unknown if this was caused due to an occlusion leaving the catheter or due to dirt already present within the tubing. A potential root cause could be due to "occlusion from biological materials". Based on the event it appears that catheter was being used for treatment. However, it cannot be determine if the device was used for treatment based on the event. Due to the sample condition it cannot be determined if the catheter failed specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As only mccs5288 is provided , the labeling is unknown as this catheter is sold in strip package "129414m" and foley trays "319114am, 319414am, 339114am, 339414am, 919114am, 919414am, a319414am, b319414am, a339414am, and a919414am."

Event description:
It was reported that the temperature sensing foley became clogged with sediment; preventing urine from flowing from the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the temperature sensing foley became clogged with sediment; preventing urine from flowing from the catheter.